Event description:
On (B)(6) 2013, the patient contacted animas and alleged that since she began taking prevacid for severe acid reflux this past week, her blood glucose (bg) has been running in the 40 mg/dl¿s. She takes a glucose tablet, which normally brings her bg up 20 points, but has now glucose tablet only brings her up 10 points. States she has lowered many of her pump settings this week. States her lows are occurring at all times of the day and is not related to a bolus. She had discontinued pump and will resume when she feels comfortable with current bg. States using advances settings. Customer support (cs) noted that ic ratio had been changed from 1:6g to 1:5g. Bolus history: no cancelled boluses and all boluses are accounted for basal history: confirmed basal delivery was appropriate total daily dose: tdd was accurate when comparing to basal and bolus history and settings. Cs advised patient that pump appears to be operating within parameters, and to contact hcp for discussion of use of otc reflux medications and review of pump settings. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.